Manufacturer narrative:
Isi has received the illuminator involved with this complaint and completed the investigation. Failure analysis investigation was able to duplicate the customer reported failure mode. The illuminator installed and tested on an in-house pca system passed calibration and white balance testing; however, during power cycling, the illuminator failed and a system error code was generated indicating that the illuminator's lamp module had lost communication. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, in the middle of the case, the illuminator was lost. The site restarted the system to resolve the issue; however, a non-recoverable error code occurred. The site was able to locate a replacement illuminator; however, prior to connection of the illuminator, the surgeon made the decision to complete the surgical procedure using traditional laparoscopic techniques. There was no report of any harm, adverse outcome or injury to the patient. The investigation performed by the intuitive surgical, inc. (Isi) technical field specialist (tfs) was unable to duplicate the reported failure mode experienced by the site; however, as a precaution, the tfs replaced the illuminator. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. According to the initial reporter there was no harm to the patient as a result of the reported issue.